Manufacturer narrative:
Evaluation of the returned cat7 confirmed a mid-shaft fracture and revealed a kink near the fractured location. If the device is forcefully mishandled during use, damage such as this may occur. The complaint indicated that the device was over torqued during the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 7 (cat7), a lightning aspiration tubing (lightning), and a non-penumbra sheath. During the procedure, the physician used the cat7 and the sheath for approximately 15 minutes and completed 10 passes. Subsequently, the cat7 fractured at the mid-shaft outside the patient at the rotating hemostasis valve (rhv) of the sheath; therefore, the cat7 was removed. It was reported that the physician may have over-torqued the cat7. The procedure was completed using an indigo system aspiration catheter 8 (cat8) and the same sheath. There was no report of an adverse effect to the patient.